Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and increasing thresholds and increasing pacing impedance. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.